Manufacturer narrative:
On (B)(4) 2014, the device was tested per quality control (qc) procedure by kci (B)(6) quality control tech, and the unit passed the qc checks and met specifications prior to pt placement. On (B)(4) 2014, tge device was tested per quality control (qc) procedure by kci (B)(6) quality control tech, and the unit passed the qc checks and met specifications post pt placement. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Based on info provided, it cannot be determined that the alleged hemorrhaging is related to v.a.c therapy. The pt was on anticoagulants, and thus, was prone to bleeding and would experience difficulty arresting a hemorrhage. In addition, the physician reported the pt had friable veins and arteries and did not feel v.a.c. Therapy was at fault.

Event description:
The following info was reported to kci by the kci (B)(6) rep: on (B)(6) 2014, the pt underwent a femoral popliteal bypass. On (B)(6) 2014, v.a.c. Therapy was applied. On (B)(6) 2014, a kci rep discussed dressing recommendations with the physician who reported the pt was "very ill and de-conditioned." On (B)(6) 2014, it was reported to the kci rep that the pt expired on (B)(6) 2014. On (B)(6) 2014 at 1500 hrs, the pt's dressings were changed without incident. At 1700 hrs, an arrest call was made due to the canister and bed were "full of blood." Cardiopulmonary resuscitation was performed for 20 mins, and the pt subsequently expired. The physician alleged the pt may have bled from a failed femoral popliteal graft. On (B)(6) 2014, the physician reported that she "did not feel v.a.c. Therapy was at fault." The physician reported the pt had friable veins and arteries.